Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The obturator / trocar broke. The blade failed to deploy. In order to resolve the issue and complete the case, another access port was used. There was no patient harm. The patient status is alive, no injury.